Event description:
It was reported there was intermittent loading of patient during auto find. If the medtronic representative loaded the device then it would interrogate the patient quickly. The programmer head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device would no longer interrogate, the cable was out of electrical specification.